Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Unit was inserted a new battery and monitored for 24 hrs and no device heating up noted. The low battery alarm was confirmed in the long trace download history. Unable to determine the root cause, problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that they had received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert prior to the replace battery alert or replace battery now alarm. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis